Manufacturer narrative:
Reported event: an event regarding abnormal ion level and disassociation involving an metal head was reported. The event was confirmed by medical review. Method & results: product evaluation and results: visual, dimensional, functional and material analysis not performed as no item were returned. Clinician review: the available medical records were submitted to consulting clinician for a review which was rejected stating on (B)(6) 2019 x-ray ap right hip uncemented right tha with trunnion disassociated from modular head with superior erosion of trunnion. Head remains in acetabular component. No lab or pathology reports, no serial x-rays of right hip or any x-rays of left hip, no examination of explanted components. Based upon the op report of the right revision tha and the single x-ray, confirmation of the event description is made. A medical report for either hip is not possible based upon the information available for review." Product history review: review of the product history records indicate all devices were manufactured and accepted into final stock with no reported relevant discrepancies. Conclusion: lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and / or expired.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on her right hip on or about on (B)(6) 2008 and had the femoral head explanted on (B)(6) 2019. It is further alleged that she suffered injuries as a result of implantation and explantation of the device(s) at issue, device recall and excessive levels of chromium and cobalt in the blood.

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on her right hip on or about (B)(6) 2008 and had the femoral head explanted on (B)(6) 2019. It is further alleged that she suffered injuries as a result of implantation and explantation of the device(s) at issue, device recall and excessive levels of chromium and cobalt in the blood.